Manufacturer narrative:
Complaint (B)(4): samples have received and are being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Gbo aware date: 03jul2025. Customer states tubes are underfilling.

Manufacturer narrative:
Complaint (B)(4): received 1rk 454334/b2410339 for evaluation. Received customer picture. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% toler-ance range. The complaint could not be duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.